Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's ipg had turned in the pocket. As a result, the patient underwent surgical intervention to re-position the ipg. During the procedure the ipg became inoperable (reference MFR report:1627487-2017-04447), therefore it was replaced and properly placed in the pocket. Issue has been resolved.